Event description:
It was reported that during an unk procedure, the device closed and fired on the rectum. The tissue was resected and the stapler was opened. The staple line had no staples in the tissue except at both corners and they were malformed. A like device was used to complete the procedure. There was no pt consequence.